Event description:
Patient was admitted to hospital for infection. Patient had tee done was found to have vegetation on tricuspid valve and ICD lead. Mssa bacteria was diagnosed possible from uti. Leads and device were extracted. Leads were sent for cultures. Device will be returned. Weight is unknown. Patient tolerated procedure. A temp pacer was placed for pacing. Patient will be recovering with antibiotic treatment. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).